Event description:
It was reported that an unspecified quantity of elastomeric devices containing antibiotic underinfused during patient infusion. The event was further described as infusion "not running to time". The patient's line was flushing with no issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: a french peripherally inserted central catheter (4f PICC) was used during the infusion.the patient was undergoing treatment for an infected 2nd stage knee revision. H3: the lot was manufactured from july 18, 2023 to july 20, 2023. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.